Event description:
N/a.

Manufacturer narrative:
Failure analysis: all documents and system show the screwdriver was send in the parcel. It cannot be determined were the failure occurred. Root cause cannot be determined.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the customer ordered an ablation set, and the set received had a missing screwdriver. No patient contact or injury reported and the event did not lead to surgical delay.